Event description:
Patient had her pump placed in aic and when she got home, her pump had leaked out all in the bag, the car and her clothes. Patient called on call and team had left from aic. I met the patient at the grove office and disconnected the pump. Was leaking below where it was spiked on the connector. Pump removed. Patient had already changed on arrival and was again instructed to clean her skin with soap and water. Port flushed and heparin locked. Md made aware, pt came in on (B)(6) to have pump reconnected.